Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot and mother bulk lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Account performing abd/reverse typings on the provue. Lot numbers of cards used - 062415037-13. Account had never typed this patient in gel before. They had typed her in tube and her type has always been ab positive. Provue called the blood type as b positive for both lots of cards. No reactivity was visually noticed in the a microtube. Account then repeated the typing in tube using anti-a bioclone. They saw 4+ reactivity for the a typing. Issue started on: (B)(6) 2015. Frequency: one patient only. Methodology used: provue. Error code: no errors received. Customer was expecting: ab positive. Test repeated: yes. Two different lots of cards used with the same results. Daily qc performed and found to be acceptable. Sample type: edta plasma. Cards /cassettes/rbc storage condition temperature: all reagents stored appropriately. Visual appearance before use: all reagents have a normal appearance prior to use. Ocd reviewed with account differences in clones between the cards and anti-a bioclone. Also reviewed with account limitation in the abd/reverse card package insert that states some weak subgroups of a might not be detected with this reagent. Account does not have any sample left to test. They did not test in manual gel and even though they have a1 lectin they did not test the patient with it. Account does not want service. Account reporting observation for tracking purposes. Problem is isolated to this one patient. Account satisfied and will call back if they encounter further problems.